Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Prior to running the sample, the customer cleaned the integrated multi-sensor technology (imt) system, replaced the sensor and performed a diluent check, which passed. Ccc reviewed the error log and found no imt errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the system and replaced the rollers and rotary valve. The cse retubed the imt and conditioned the imt pump tubing. The cse performed imt calibration, which passed but failed a diluent check. The cse replaced standard a and standard b solutions and performed diluent check, which passed. The customer ran quality controls (qc), which were within range. A siemens headquarter support center (hsc) reviewed the instrument data. Qc was in range when the sample was processed. Hsc discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The customer used stat spins which is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension xp and plus with hm instrument. The discordant result was reported to the physician(s), who questioned it and requested a redraw. A new sample obtained from the patient was tested on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.